Manufacturer narrative:
The technician replaced the scale board to repair the bed.

Event description:
Information received indicates the bed has no scale functions working, due to fluid ingress onto the scale board.